Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, triclip xtw was deployed successfully on anterior and septal leaflet. Post deployment, the clip had single leaflet device attachment from the septal leaflet. An attempt was made to deploy second clip. Due to large gap, second clip was unable to be deployed. The tr remained unchanged post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported unchanged tr was a cascading event of the reported clip migration. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code removed: medical device problem code: 4003. Code added: medical device problem code: 2507.

Event description:
N/a.